Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.